Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 : the patient presented with a severe myelopathy secondary to spinal cord compression from herniated disk at c5-c6 and c6-c7 with internal fragments causing left cervical radiculopathy at c6-c7, severe canal narrowing with spinal cord compression at c4-c5, status post previous operation of fusion at c3-c4. Procedures performed: anterior cervical exploration, c3-c4; anterior partial vertebral corpectomy, c4, c5, c6 and c7; decompression of spinal cord and nerve roots by removing disk herniation and removing the osteophytic spurs; anterior interbody arthrodesis with hydrosorb and bone morphogenicprotein, c4-5, c5-6, and c6-7; anterior instrumentation with the atlantis vision titanium cervical plate, c3, c4, c5, c6 and c7; microdissection under the operating microscope; interpretation of fluoroscopic images by doctors; somatosensory evoked potential monitoring. The c3-c4 fusion appeared to be solid and intact. The disks were then resected with complete discectomy at c4-5, c5-6 and c6-7. The bmp grafts with hydrosorb were inserted at c4-5, c5-6 and c6-7. The hydrosorb interbody spacers with the bmp were well placed with 2 little bmp sponges was placed on the other side of each graft. The anterior margins were sealed with tisseel fibrin glue as well and atlantis vision titanium cervical plate was fitted. The patient was taken to the recovery room in a stable condition. On (B)(6) 2006: the patient underwent x-rays of lumbosacral spine min 2 views. Impression: unremarkable two-view study ofthe lumbosacral spine. On (B)(6) 2009: the patient presented with right hand frost bite. The doctor performed wound care, prescribed ibuprofen 800mg po and recommended to follow up with the burn clinic. On (B)(6) 2010 : the patient underwent MRI of lumbar spine which demonstrated stable examination. There was a congenital spinal stenosis with mild facet and ligamentum flavum hypertrophy seen throughout the lumbar spine. No severe stenosis was seen and no disc herniation was present. On (B)(6) 2010: the patient underwent x-rays of tibia and fibula 2 views and x-rays of ankle 3 or more views. Impression: acute, mildly displaced fracture of the left distal fibula. On (B)(6) 2010: the patient presented for follow-up with leg pain. The doctor¿s assessment showed a left (spiral) fibula fx and s/p c3-4 injury with quadriparesis. The doctor prescribed hydrocodone (5/500mg) as medication. On (B)(6) 2010: the patient presented with swollen left ankle and pain laterally due to twisting injury falling out of bed, cervical neuropathy post fusion and post lumbar laminectomy and foramenotomy. The radiological studies demonstrated that there was a non displaced spiral fracture of the distal fibula diaphysis. Ankle mortise was preserved. The proximal tibia and fibula and visualized knee joints were grossly unremarkable. On (B)(6) 2011: the patient underwent x-rays of three or more views of ankle. Impression: healing distal fibular fracture. On (B)(6) 2011: the patient underwent x-rays of three views of the left ankle. Impression: healing fracture distal left fibula. There has been progressive healing compared to (B)(6) 1911. No new fracture seen. The patient underwent x-rays of two or more views of the toe. Impression: left big toe was found negative. On (B)(6) 2011: the patient underwent a bilateral vasectomy procedure (B)(6) 2012 : the patient underwent a MRI of lumbar spine without contrast due to a history of spinal cord injury with sciatica pain. Impression: postsurgical changes noted in patient were status post laminectomies from l2-l3 to l5-s1. Mild broad-based disc bulges were noted with moderate facet arthropathy resulting in bilateral neuroforarninal stenosis from l2-l3 to ls-sl. On (B)(6) 2013: the patient underwent an ultrasound of the retroperitoneum and pelvis. Impreesion: no pathology was seen involving the kidneys. No evidence of hydronephrosis. Urinary hladder partially distended. Prostate gland was normal in size. The patient underwent x-rays of pa and lateral views of the chest. Which demonstrated no active disease.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.